Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant products: dtma1d1, implanted: (B)(6) 2017.

Event description:
It was reported that during the implant procedure there was difficulty screwing the chronic right ventricular (rv) lead into the cardiac resynchronization therapy defibrillator (crt-d) header. A set screw issue was suspected. This may have resulted in damage to the lead. The lead tested acceptably with the analyzer, however after being plugged in there were high impedances. Thresholds were also high compared with the analyzer, and there was no capture in some vectors. A new device was used, and the rv lead was plugged into the left ventricular port in order to program the ring to coil vector. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.